Event description:
It was reported that the patient was in emergency department (ed) after they had a fall. The patient experienced a no external power alarm at night on (B)(6) 2026, emergency department (ed) noted that the patient stated that they were looking for a rubber piece for their left ventricular assist device (lvad), when the patient fell over. When interrogated, the patient said that it was dark and they could not see what they were doing and stated that they pulled on the base of the power cables close to the system controller and had the alarm, which was resolved when they plugged it back in. When the site checked the system controller and the power cable looked fine and pulled on them gently and they were not loose at all. The event log file captured low voltage hazard events on 24may2026 at1839 due to both power leads disconnected while switching from battery power to mobile power unit (mpu). Also captured no external power alarm events on 25may2026 at 2244 for around 14 seconds due to both power leads disconnected while switching power sources from battery to mobile power unit (mpu). There were more low voltage hazard events noted on 26may2026 at 0452 while using mpu. It appeared that mpu lost total power enabling the emergency backup battery (ebb) briefly until the power was restored to the mpu. There were no other unusual events noted in the log files. It was reported that the patient had metabolic encephalopathy and unable to recall events. The no external power alarm events were twice from double disconnect, and unsure of 3rd time. The no external power alarm was resolved as the patient plugged into mpu or batteries, unsure about 3rd incident. It was unsure if the mpu had a v-lock connector on the ac power cord as it was not with patient when they were hospitalized. It was reported through the patient outcome that the patient passed away; pronounced deceased on (B)(6) 2026 at 12:23 pm due to multi-organ failure in the setting of septic shock, recurrent candida auris fungemia. It was reported the outcome was not device or therapy related and that device parameters (flow, speed, power) were within normal limits. It is unknown if the device will be returned for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the onset of infection was on (B)(6) 2026 and the patient experienced driveline exit site (dles) drainage, persistent leukocytosis and was treated prior to death with micafungin 100 mg IV daily from (B)(6) 2026, then posaconazole 300 mg po bid on 19may2026 and planned for indefinite suppression.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The submitted log files were reviewed and found no alarms or events related to the pump. It was reported this was not device or therapy related and the device parameters were noted to be within normal limits. The pump was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure, sepsis, infection, neurological events (not stroke related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists infection and neurologic dysfunction as a potential late postimplant complication. Several sections of the heartmate 3 IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.